Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge time. The ICD was emitting tones. Boston scientific technical services was contacted but was unable to provide a longevity calculation. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, the patient was seen for a routine follow-up at which time the battery voltage had dropped to 2.61v, with corresponding charge time at 18.2 seconds. Technical services was again contacted and provided recommendations to ensure the devices end of life indicators were on and that the patient was aware of the audible beeping tones that would accompany these indicators. The field representative confirmed this patient remains on the recommend three month follow-up cycle with no further information available at this time. Previous information stating the device had reached eri, was incorrect. To date, the device remains in mol 2 battery status. Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
At this time this device remains implanted and in service. A revision procedure has not been scheduled. No additional information is available at this time. If additional information becomes available this investigation will be updated.

Manufacturer narrative:
Boston scientific received additional information. In (B)(6) 2013, this patient called to report beeping tones from the device. The patient was referred to his physician to have the device checked. A boston scientific field representative reported that the device was explanted and replaced the following month. There were no new allegations against the device longevity or performance. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted tool marks on the header and body fluid contamination in the lead barrels. All seal plugs were intact and all setscrews moved freely. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.